Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743fa, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer and healthcare provider reported that there was a communication problem while recharging the patient's implantable neurostimulator (ins) and that a reposition antenna screen on the recharger unit was seen. An overdischarge (od) condition was suspected on their implantable neurostimulator (ins). The patient last felt the stimulation about a month prior to (B)(6) 2015 when they turned the stimulation off and the last time they recharged was also about a month prior to (B)(6) 2015. The patient had a doctor's appointment on (B)(6) 2015 where it was found that the device was discharged but not overdischarged. The cause of the discharge was unknown as the patient was able to charge the battery without difficulty during the appointment on (B)(6) 2015. The patient had been unable to charge previously. Reprogramming was also done as the patient wanted more stimulation in the back and less down her legs. This was accomplished. On (B)(6) 2015 it was noted that the device had been in overdischarge in (B)(6) 2015 and a physician mode recharge had been performed. The week after the appointment the patient began feeling electric shocks at their right hip. This issue started right after the overdischarge was resolved and got worse following a bad fall where the patient broke their ankle and tore a tendon. The patient also noted that they would need a fusion because the fall made their degenerative disc disease worse. The device was turned off due to the shocking and had not been used since. The patient was awaiting surgery but the doctor wanted to determine what was wrong with the device or lead first. The patient had a CT and x-rays of their body after the fall but not of the ins or lead. The patient's indication for use was failed back surgery syndrome. No cause, troubleshooting, or interventions were reported with this device. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.